Event description:
A customer reported to baxter (B)(4) of a solution set in which there was a hole in the tubing. The process step was during patient-use and there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. Once the sample has been evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was received for evaluation. The reported problem of broken tubing was confirmed. A split was observed on the sample beneath the drip chamber. The cause of this condition has not been identified. A batch review was conducted and there were no deviations found during the manufacture of this lot.